Event description:
The customer reported that the cine driver does not work.

Manufacturer narrative:
(B)(4). The ge service rep reloaded the main system software with the system (jv2) and flashed the nodes. He formatted the cine drives, and took cine runs, and saved them to verify proper operation.